Manufacturer narrative:
A cardioquip customer submitted an hpc test due to suspected device contamination. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. These options would return the device to specification. These options were relayed to the customer via email on (B)(6) 2025. As of the date of this report, the customer has not responded to these options.

Event description:
A cardioquip customer submitted an hpc test for their device as a precaution due to other units in the facility potentially having contamination. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on 06/30/2025, indicating device contamination.